Manufacturer narrative:
Findings: unable to perform displacement test due to missing retainer. Unit received with cracked select button keypad overlay. Missing reservoir tube o-ring and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call damage on the insulin pump. Customer¿s blood glucose level was unknown. Customer advised the reservoir would not lock into place due to damage on the device. Customer advised the reservoir would slip out. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.